Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the wrong size/incorrect implant was opened and implanted into a patient. Patient had to have the incorrect implant removed and the correct one implanted.